Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states : do not allow a foreign object to penetrate the inside of the video connector socket, output socket, and portable memory port. The video system center may malfunction. Do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not touch the electrical contacts inside the video system center¿s connectors by hands. Equipment damage and/or malfunction may result.

Event description:
It was reported that during an unspecified procedure, the device cv-170 video system did not have an image. It was suspected that the device has a bent pin. The intended procedure was completed with the use of cyf-v2 scope using cv-180 video system similar device. There was no harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that endoscopic image did not have an output due to terminal buckling. When inserting the scope connector into the scope connector socket on cv-170, the missing part of the scope connector tip was caught by the terminal inside the scope connector socket on cv-170. Since the scope status was inserted further while the inserted scope connector was caught, the terminal inside the scope connector socket of cv-170 was pushed back and the terminal buckled. Olympus will continue to monitor complaints for this device.